Manufacturer narrative:
Device used for treatment, not diagnosis. Device is not expected to be returned for manufacturer review/investigation. (B)(4): it was reported that the patient experienced pain, and x-rays revealed a broken plate. This event required additional surgical intervention to remove the plate and conversion to a cast. Device history records review was conducted. The report indicates that: DHR review for: product manufacture date: 05-sep-2014. Product manufacture location: synthes (B)(4). A review of the device history record (DHR) revealed no complaint related anomalies. The (DHR) shows this lot of 2.4mm lcp straight wrist plate (part number sd242.003, lot number 7781820) was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no non-conformances or rework noted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It is reported patient was implanted with a 2.4mm locking compression plate (lcp) straight wrist plate, five (5) 2.4mm locking screws, and four (4) 2.4mm cortex screws to repair a fracture of the left distal radius on (B)(6) 2016. This plate, known as a ¿bridge¿ plate, is typically removed after three (3) months. During routine examination on december 7, 2016, x-rays revealed patient was not completely healed but all hardware was intact. Patient later complained of pain and additional x-rays taken on (B)(6) 2016 revealed the plate had broken directly in the center of the plate. Patient was returned to surgery on (B)(6) 2016 where surgeon removed all hardware. All nine (9) screws were reported to be intact at the time of explant. Patient was not revised to additional hardware; surgeon will instead apply a cast. Surgeon reports patient is non-compliant and a smoker, contributing to the delay in healing. All hardware was removed easily and surgery was completed successfully with no delay and no harm to patient. Concomitant medical products reported: 2.4mm locking screw (part number unknown, lot number unknown, quantity 5), 2.4mm cortex screw (part number unknown, lot number unknown, quantity 4). This report is 1 of 1 for (B)(4).